Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection: according to the reporter: the anvil was connected to the center rod of the device, and surgeon turned the wing nut to close. Then the anvil dropped off from center rod, and the space between anvil and device could not be closed completely. A new device was opened and the anvil was set to cut the end of the anus side of colon. The surgeon tried to fire, but the same issue occurred. A different device was used to complete the surgery. No bleeding occurred. There was add'l tissue loss to remove the defective device. Nothing fell into the pt cavity. Operative time was extended more than 30 minutes. F/u for the pt is ongoing.